Manufacturer narrative:
The reported event of failure to intermittent capture was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been (B)(6) 2024 rather than (B)(6) 2024

Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in the stable condition.